Event description:
A patient reported their bite has premature contact and their bottom tooth is slowly being eroded by grinding against the back of their top tooth. No further information is available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.